Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patent went to the hospital because she was vomiting and was disoriented. She stated the readings on the cgm were inaccurate. The mobile app had a low reading (no exact number provided) while her bg was 500 mg/dl. A nurse checked the patient's bg and it was 515 mg/dl but they could not remember what the cgm was displaying. The patient was treated with anti-nausea medication and fluids via IV. The patient was also given sodium chloride, pepcid and zofran. The patient was in the hospital for 5 hours and left at 5:00pm the same day. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.